Event description:
It was reported that the safety lever of the system 7 reciprocating saw was sticking, which was causing run on during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.